Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement and displacement test. Insulin pump received error detected alarm due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the c insulin pump had power error detected alarm. The customer¿s blood glucose level was 12 mmol/l. The customer reported that they had power error detected alarm. Customer was able to successfully clear the alarm and was able to complete pump rewind. It was reported that the notification light did not immediately stop flashing. The insulin pump will be returned for analysis.